Manufacturer narrative:
UDI -- (B)(4). It has been reported that the device will be returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the icp was not able to be measured. There was possibility that the sensor was strongly wound and fixed when the patient moved. After that, the surgeon improved the point and it became able to be measured once in properly. However the connection with the sensor was contaminated during while trying to solve the issue and was not able to be measured again. Therefore the icp was removed. There was no surgical delay and there was no adverse consequence to the patient. No further information was provided by hospital. The product will be returned to your site.

Manufacturer narrative:
The icp express cable was returned for evaluation. The unit was functionally test. All electrical connections worked as intended. The reported issue could not be confirmed. A review of manufacturing records could not be performed as no lot number information was provided. Trends will be monitored for this or similar complaints.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up with be submitted.